Manufacturer narrative:
Further information requested but not available. Event date is estimated . The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported patient will be undergoing an ipg replacement due to unknown reason.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.